Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator (vc) that a pump exchange from heartmate ii to hvad was performed on (B)(6) 2013 due to infection, including pump pocket infection. It was noted that the patient was full of infection per the vc.

Manufacturer narrative:
No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.